Event description:
According to the reporter, during low anterior resection, the device failed twice. There was tissue loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, a reload was used and placed properly around the bowel. The jaws were closed and the green button was pushed but the blade could not be forwarded. The handle could not be squeezed. After that another reload was opened in order to transect the bowel but it was "feasible" again. The staple line was incomplete at the beginning. The staple line was removed more distally. The surgical time was extended by more than 30 minutes. The current patient's status is healthy.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Functionally the reload was loaded into a pmv instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.